Event description:
It was reported that the patient presented in the operating room for an elective device upgrade. During the procedure, the pulse generator and the right ventricular exhibited noise oversensing. The oversensing led to under pacing and the patient experienced asystole. The reason for oversensing is unknown. There was also unspecified header issue. The lead was capped. The patient remained stable throughout the procedure.